Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. The insulin pump was received with a cracked case (battery tube), and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that battery did not last longer than three days despite having replaced the battery and had done a recharge cycle with lithium battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.